Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) / electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. As this is a general comment and there is no specific information available, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated. C4: treatment/therapy start date is estimated. D4: the UDI is unknown because the part number and lot number was not provided. D6a: date of implant is estimated.

Event description:
It is reported in a general comment that when treating ostial lesions, the xience skypoint stent delivery system (sds) does not have enough radial force and an additional stent is required to guarantee luminal area expansion in ostial lesions. There were no reported adverse patient sequela. No additional information was provided.